Event description:
During attempted implant, high pacing impedance was observed on the right ventricular (rv) lead. Lead damage was suspected but not confirmed visually. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.